Event description:
While doing a laparoscopic case, surgeon went to put the specimen in the covidien endo catch gold specimen retrieval pouch. After she placed the specimen in the bag and went to pull out the bag, the bag detached from the ring it is attached to. The surgeon was able to take out the detached bag and specimen.